Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported the dermatome device switch is sticking and tearing the skin. Add'l info was received. There was no pt injury. The device was not cutting grafts to their satisfaction. It was shredding the grafts. A second graft was not needed. They were able to use the grafts procured. They are just dissatisfied with the performance.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for this product ID lot # s309 manufactured on (B)(6) 2005 show no abnormalities related to the reported failure. This device passed all required inspection points. No manufacturing or design related trend has been identified. We were unable to verify completely the end users experience as the device involved in this case was received for a repair as such the assessment does not govern the reported failure of "sticking and tearing skin". However this device was fully inspected and repaired back to specification.